Event description:
It was reported one day post procedure, the pt experienced mild expressive aphasia. Arteriography showed the left ica aneurysm occluded. There appears to be strands of onyx, one of which is mobile with every heartbeat and both of which appear to have shifted slightly from yesterday. A stent was used to trap the onyx strands against the wall of the artery. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).